Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of implant" this record is for the left side. Device was explanted and replaced. Device will not be returned.

Event description:
Healthcare professional reported "rupture of implant" this record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification d4: device serial number on one side is (B)(6), and on the other side is (B)(6); sides unspecified. Lot number for both devices is 1229339. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6.